Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user could not adjust the occlusion of the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer resolved the problem with the pump. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.